Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Cause was not known. Customer consumed cinnamon toast, caramel candy, orange juice and sugar pills to address bg. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management. At the time of report the customer's bg had increased to 237 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.